Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left forearm vein. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vein. A 4cm 5f introducer sheath was placed. After a 035x150 non-bsc guide wire was advanced to cross the lesion, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to predilate the lesion. When dilation was started, the fluoroscopic image showed that saline leakage occurred upon the first inflation at 5 atmospheres for a duration of 5 seconds. The device was completely removed from the patient and upon checking, the physician noted that the balloon ruptured longitudinally. The procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical /procedural factors. (B)(4).